Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209719284, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for a clinical study reported urinary status degradation with urinary leak on exertion and by hyperactivity. In a context of stress with decrease of the efficacy of the stimulation. Factors that may have led or contributed to the issue remain unknown. No troubleshooting or diagnostics were performed. Actions/interventions taken to resolve the issue include antibiotic treatment and botox 50 u administered. The issue was not resolved but was reported to be not related to the procedure and was not serious. Relevant medical history includes idiopathic functional urinary incontinence since 1998. No further complications were reported/anticipated.

Manufacturer narrative:
Product event summary #geo event description: information received by medtronic indicated that there was urinary status degradation with urinary leak on exertion and by hyperactivity. In a context of stress with decrease of the efficacy of the stimulation. Preliminary geo assessment: -implantable neurostimulator remains implanted (implant date: 2015 (B)(6)) -lead remains implanted (implant date: 2015 (B)(6)) -factors that may have contributed to the issue remain unknown -no troubleshooting or diagnostics were performed -actions/interventions taken to resolve the issue include antibiotic treatment and botox 50u administered -event issue was not resolved -not related to the procedure -event was not serious preliminary geo conclusion: no evidence of device failure. Product suspected to have contributed to the urinary status degradation with urinary leak on exertion and by hyperactivity. No serious deterioration of health was reported. (Kime12, (B)(6) 2018) continuation: product ID 309328 lot# 0209719284 serial# implanted: 2015 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the urinary status degradation with urinary leak on exertion and by hyperactivity was a decrease of device efficacy. The issue remains still ongoing. Only botox injection was reported as action taken. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0209719284, implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was resolved on 2018-02-13. No further complications were reported/anticipated.